Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of plastic like sticking deposit under implant during surgery and nozzle damage; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during an intraocular lens (iol) implant procedure, plastic deposits under the implant which were removed by polishing. According to the surgeon, the implants do no seem to be the cause, it would come from the cartridges. There are three medical device reports associated with this event. This is three of three. Additional information received and stated that, information was provided by the surgeon and it was further clarified that the injector had issues. The damage in the nozzle may indicate a handpiece issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).